Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/3.0/093 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a replacement lens due to a lens tilt. Reportedly, "the icl lens tilt." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
No similar complaints within associated lots were found. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).